Event description:
The customer reported smelling smoke coming from the axsym analyzer and saw visible smoke coming from the area where the liquid waste hose is connected to the axsym. The customer powered the axsym off. There was no report of injury due to this issue.

Manufacturer narrative:
Axsym waste tubing. The field service representative (fsr) found the axsym waste tubing was clogged causing fluid to leak onto the power backplane board. The power backplane board and cable w19 were damaged by the leaking fluid causing smoke to be emitted. The fsr cleaned the manifold and fittings, and replaced the waste tubing to resolve the clogged waste tubing issue. The fsr verified the repair by observing proper waste flow to the external waste tubing. The fsr replaced the damaged pwa vertex power backplane board and w19 cable to resolve the visual smoke issue. The fsr verified the repair by running a successful meia verification and control run. The fsr also replaced a damaged cable w51 and damaged lid fan control board, and verified the repairs. The fsr also connected a loose cable connection on the optics regulator board. The abbott axsym system operations manual was found to contain adequate information on the axsym analyzer potential hazards, operational precautions and limitations. A 6 month search for similar complaints found no similar complaints for axsym pwa vertex power backplane board generated smoke. A service history review found no additional customer complaints have been initiated on axsym since the fsr serviced the analyzer and resolved the clogged liquid waste tubing issue, and the damaged pwa vertex power backplane board issue. The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-98 or the pwa vertex power backplane board part number 4-65565-01 for the issue under evaluation. This is the final report.